Event description:
When the device "on" button is pressed, it was reported that the button's led illuminates but other buttons are unresponsive. The device was experiencing a lock up failure. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported lock up failure. Physio replaced the programmed system controller pcb and user interface pcb assemblies to observe proper device operation through functional and performance testing. The device was returned to the customer for use.